Event description:
Independent repair center: low o2 or yellow light. The key failure is the manifold was leaking/sticking. Additional malfunctions are the inlet filter was dirty, the pe valve was leaking, the power switch had a short circuit, and the zip ties for the pe valve/manifold were replaced.